Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was 12.3mmol/l. Customer did not notice these alarms but did notice reservoir and set. The customer was advised to return pump and we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image; the problem was isolated to printed circuit board. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error open book image. The power management tool has confirmed power error 25 alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace analysis has confirmed the root cause is the non-sleep anomaly software error. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.